Manufacturer narrative:
(B)(4). Further information was received by global pharmacovigilance (gpv) from a nurse. On (B)(6) 2012, the pd catheter was removed due to financial constraint. On an unreported date, the patient stopped antibiotic treatment due to financial constraint. On (B)(6) 2012, the patient recovered from the abdominal pain. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 1.5% and dianeal pd2 4.25% therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2012, dianeal therapy was discontinued. During a call, the following was reported. On an unknown date, the patient experienced peritonitis manifested by abdominal pain and hazy drain. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.